Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g4; g6; h1; h2 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the glenosphere impactor (gray tip) fractured during impaction. The procedure was completed successfully with an alternate device. No complications, injuries, or surgical interventions were reported, and no foreign bodies were retained due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4) . This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed through evaluation of the returned product piece. Visual examination of the returned product identified the poly tip shows signs of use as well as wear and tear. The grey ppsu tip has knicks and gouges on the outer surface. There is medical grade epoxy residue still in the threads of the impactor tip. The impactor tip has also fractured into two pieces with both pieces being returned. The features of the fracture surface visually align with the research memo in which an overload fracture failure mode was identified. The handle subcomponent was not returned. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. The reported part number should have a black poly tip per print, but a grey poly tip was returned. The tips of the impactors switched are epoxied, and therefore not to be disassembled for sterilization. However, it is unknown if this contributed to the reported event. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; g1; g3; g6; h1; h2. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the glenosphere impactor (gray tip) fractured during impaction. No complications, injuries, or surgical interventions were reported, and no foreign bodies were retained due to this malfunction. Attempts have been made, and no further information has been provided.